Event description:
It was reported that perforation was observed via echo. The lead was repositioned. Patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.